Event description:
It was reported that there was high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. S2d file (B)(4) data shows ventricular lead alert time = (B)(4) 2012 1:15 pm. Ventricular impedance at implant = 531 ohms. Ventricular lifetime impedance max/min = 1087/343 ohms.